Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested with the elecsys vitamin d total gen. 2 assay on a cobas 6000 e 601 module. The customer provided data for one patient sample with an erroneous vitamin d result. The erroneous result was not reported outside of the laboratory. The sample resulted with vitamin d values of 65.16 ng/ml and 3.41 ng/ml. No adverse events were alleged to have occurred with the patient. The serial number of the e 601 analyzer is (B)(4). Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers.

Manufacturer narrative:
Data was provided for one level of control and recovery of this control did not indicate an issue. Upon review of calibration data, two failed calibrations and two calibrations with signals below expected values were observed. A constant decreased in calibrator signal level was observed. The alarm trace from (B)(6) 2018 showed several alarms related to sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
After further investigation it was determined that serum samples are not affected by the recall. Correction/removal report number has been updated.